Manufacturer narrative:
On 18-apr-2023, mentor received additional information about the event: - it was reported that only the right breast prosthesis deflated post implantation. Following explantation surgery, there was no issue noticed with the left breast prosthesis. - it was reported that both breast prostheses were removed intact but that the fill port tab on the removed right breast prosthesis was torn. Both removed breast prostheses were intentionally deflated so that they could be autoclaved prior to sending them to the manufacturer. This report is for the patient¿s left breast prosthesis. Since it was determined there was no product issue, block b1 ¿is product problem¿ no longer applies to this report, nor does h6 medical device problem code material rupture (a0412). - the patient¿s explanted breast prostheses were replaced with mentor memorygel xtra breast implant 335cc gel breast prostheses. On 26-apr-2023, mentor received additional information about the event. The patient reported that she developed itchiness on both breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the saline breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline breast implant was found to have a tear on the anterior view, near the valve system, measuring approximately 1.1 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Since no lot number was provided, no manufacturing record evaluation review could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old asian female patient underwent a breast augmentation revision procedure with unspecified saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed during an office visit. As a result, the patient underwent bilateral explantation on (B)(6) 2023. The mentor failure analysis lab received two saline breast prostheses for this complaint. Both devices were analyzed and both were found to be ruptured. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-01916 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 16-may-2023, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient developed itchiness on her breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline breast implant was found to have a tear on the anterior view, measuring approximately 3.0 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).